Manufacturer narrative:
Sc-1110-02/(B)(4) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding charging issue was not verified. In the lab, a test charger was able to couple with the ipg without any issue. The ipg was successfully charged to full capacity. This result attested that the device is capable of being charged fully under a proper charging method. Battery depletion was within the normal range. The device passed all required tests and revealed normal device characteristics.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician suspected device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that patient's charger was not coupling with the ipg appropriately causing the patient difficulty charging. Patient will undergo an ipg revision.

Event description:
A report was received that patient's charger was not coupling with the ipg appropriately causing the patient difficulty charging. Patient will undergo an ipg revision.

Event description:
A report was received that patient's charger was not coupling with the ipg appropriately causing the patient difficulty charging. Patient will undergo an ipg revision.